Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received no delivery alarm but did not tried all remedies. Customer cannot recall their blood glucose reading. Customer declined troubleshooting for high blood glucose level. The customer has tried different cannula lengths. Customer already treated her blood glucose level. Additionally, she will be calling her healthcare provider in the morning. Customer has changed her set twice but still getting no delivery alarm. The cause of the high blood glucose level and reoccurring no delivery alarms is not clear enough. The customer was not able to finish the troubleshooting. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on display window noted.